Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high capture thresholds and impedance issues. This rv lead was replaced. No additional adverse patient effects were reported.